Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is spontaneously rebooting. It happens twice a day and has been doing this for a week. It was not clear if there were issues with the ups that the cns was connected to, but there are no errors on the ups. The bme stated that there have only been 2 instances that have been reported to them where this has happened. It was reported that the cns rebooted a single time on the first incident; and a week later, it happened twice back to back in one day. They researched the history of this device and saw that it had overheated in the past and had its fans replaced before. They cleaned the cns fans as well as the area around the cns since there was a lot of debris and dust caked on the panels. One of their other techs also noticed that the cns was rebuilding one of the hard drives. There were no errors present on the ups or cns that they have seen. They were going to replace this cns first with one of their backups and monitor further. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is spontaneously rebooting. It happens twice a day and has been doing this for a week. It was not clear if there were issues with the ups that the cns was connected to, but there are no errors on the ups. The bme stated that there have only been 2 instances that have been reported to them where this has happened. It was reported that the cns rebooted a single time on the first incident; and a week later, it happened twice back to back in one day. They researched the history of this device and saw that it had overheated in the past and had its fans replaced before. They cleaned the cns fans as well as the area around the cns since there was a lot of debris and dust caked on the panels. One of their other techs also noticed that the cns was rebuilding one of the hard drives. There were no errors present on the ups or cns that they have seen. They were going to replace this cns first with one of their backups and monitor further. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 04/09/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide all the additional device information as requested. Bedside monitor bsm-6000 series, model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. It would happen twice a day. This had been going on for a week. It was unclear if there were issues with the ups the cns was connected to, but there were no errors on the ups. No patient harm was reported. Investigation summary: the customer requested that nk review the crash logs that were collected from the cns and sent into nk. However, they only sent the dump files and not the event log files. We asked the customer to collect and send the event log files from cns as they are necessary for the investigation. But the customer did not provide the logs, and the investigation is now over. We were unable to obtain the information necessary for the investigation and were unable to conduct a thorough investigation. As such, we were unable to determine the root cause. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains limited information, as an attempt to obtain the bsm serial numbers was made, but not provided. D10 attempt #1 04/09/2025 emailed the customer via microsoft outlook for the above information. The customer responded with complaint details, but did not provide requested device information. Bedside monitor bsm-6000 series model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. It would happen twice a day. This had been going on for a week. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. It would happen twice a day. This had been going on for a week. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. It would happen twice a day. This had been going on for a week. It was unclear if there were issues with the ups the cns was connected to, but there were no errors on the ups. No patient harm was reported. Investigation summary: the customer requested that nk review the crash logs that were collected from the cns and sent into nk. However, they only sent the dump files and not the event log files. We asked the customer to collect and send the event log files from cns as they are necessary for the investigation. But the customer did not provide the logs, and the investigation is now over. We were unable to obtain the information necessary for the investigation and were unable to conduct a thorough investigation. As such, we were unable to determine the root cause. Trending will continue to be monitored for this device, incidents, issues, and causes. Investigation summary 2: we have reviewed the logs and dump files, but there was no information that could help identify the cause. However, we believe the issue was due to a decline in product performance caused by the aging of various components, which ultimately led to the system being unable to operate properly. In japan, the expected service life of the cns-6201 is five years. However, this unit has been in use for over 13 years. It is likely that the hardware of the cns unit has reached the end of its life. They recommend replacing the unit. Measures to prevent recurrence: it is likely that the hardware of the cns unit has reached the end of its life. They recommend replacing the unit. Actions for the facility: it is likely that the hardware of the cns unit has reached the end of its life. They recommend replacing the unit. Detailed investigation results: please see the above sections. The following field contains limited information, as an attempt to obtain the bsm serial numbers was made, but not provided. Bedside monitor bsm-6000 series, model: ni, sn: ni. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.